Event description:
On (B)(6) 2009, pt reported insulin is leaking from the luer lock connection of her infusion device. She stated this has been ongoing for 2-3 weeks. Pt reported she can see and smell insulin collecting in the infusion adapter and insulin cartridge chamber. Pt reported the luer lock is tightened properly. She stated the infusion adapter collects dirt which is why she changes it every 2 - 3 days. Advised pt adapter needs to be changed with every 10th cartridge change. Pt stated she lived in the country. Pt reported insulin runs down the side of the cartridge and collects in the chamber. Pt stated the cartridge is "all wet" when it is removed. She stated she has used a cotton swab to dry the cartridge chamber. Pt is currently on injection therapy due to lack of supplies. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the subject product for evaluation.